Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the device. The cause of the oversensing was found to be due to interference during an unrelated procedure. No intervention was performed; the patient was stable and there were no adverse consequences.